Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that aseptic housing was opened during a surgical procedure at user facility which has a potential to expose non sterile battery to the surgical site. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that aseptic housing was opened during a surgical procedure at user facility which has a potential to expose non sterile battery to the surgical site. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.